Event description:
A 2nd system was inserted. Hcp was unable to successfully treat the patient with the 2nd system and had to perform additional interventions [device ineffective]. No additional ae reported [no adverse event]. Case narrative: this spontaneous report originating from united states was received from a nurse manager, on behalf of physician, referring to a female patient of unknown age, via field employee. The patient's medical history included pregnancy and delivery. The patient's concurrent conditions, drug reactions or allergies and concomitant medications were not reported. This report concerns 1 patient(s) and 1 device(s). On (B)(6) 2025, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 via vaginal route (lot #, serial # and expiration date were not reported) for postpartum hemorrhage. This case was linked to same patient linked case included, on (B)(6) 2025, the healthcare professional (hcp) attempted the vacuum-induced hemorrhage control system (jada system) use, but it did not successfully treat the patient's post-partum hemorrhaging, clots were clogging the tubing, so the vacuum-induced hemorrhage control system (jada system) was removed on same day, a sweep was performed (reported in oars # (B)(4)) and a second vacuum-induced hemorrhage control system (jada system) was inserted. Hcp was unable to successfully treat the patient with the second vacuum-induced hemorrhage control system (jada system) and had to perform additional interventions (device ineffective). No additional adverse event (ae) (no adverse event) reported. No product quality complaint (pqc) reported. Upon internal review, the event device ineffective was determined to be serious due to required intervention (devices). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
The model number information was not reported or not known by the reporter. Hence, we cannot definitively determine the model with the information provided. Model 2 was selected as there is a much higher probability that this model was used as organon is currently only manufacturing/marketing this model. Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.